Event description:
The newly approved FDA trifocal iol panoptix, has a technical problem with its haptic when it is implanted the haptic makes a cut in the posterior capsule which leads to vitrous loss and retinal detachment and may be vision loss. FDA safety report ID# (B)(4).